Event description:
It was reported that, surgeon removed rejuvenate stem and replaced it with a restoration modular stem. Pseudo tumor.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.